Manufacturer narrative:
(B)(6) (B)(4). Other: unknown. Event location other : unknown: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnoses: l4-5 internal disc derangement. L4-5 stenosis. Intractable back and lower extremity pain. Procedure: left-sided transforaminal lumbar interbody fusion, l4-l5. Right-sided transpedicular exposure for neural decompression, l4-l5. Placement of capstone interbody device at l4-l5. Posterior segmental instrumentation with bilateral percutaneous pedicle screws at l4 and l5. Posterior spinal fusion, l4-l5. Harvest of local bone autograft. Per-op: sizing of the implant was performed and the appropriately sized interbody device was selected. Local autologous bone was packed anteriorly in the disc space, along with a pledget of bmp. The 12 x 32 millimeter interbody device itself, was then inserted, which had been filled with bmp along with some more local bone autograft. The device was recessed several millimeters past the posterior aspects of the l4 and l5 vertebral bodies. The bmp was used in the interbody space. The lateral edge of the dura as well as the exiting nerve root, were inspected for any possible loose fragments.